Event description:
It was reported that the atrial lead had poor sensing and inconsistent capture at max output for some time. The lead later dislodged completely and fluoro detected the lead hanging in the atrium. Repositioning of the lead was attempted, however, the lead screw would not retract and extend. The lead was removed and replaced. Upon review of the lead when removed, the helix still took "quite a bit of turns" to extend. It was also reported the ventricular lead had high threshold and decreased sensing. The ventricular lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4): no anomalies were found. The full lead was returned and analyzed.